Manufacturer narrative:
E1 - event site name - (B)(6). E1 - initial reporter occupation - nurse educator. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer reported a fiber-optic sensor module failure with intermittent arterial waveform pressures despite correct setup and troubleshooting. The patient was transitioned from the original balloon pump to a cs300, where an iab optical sensor alarm occurred, but stable pressures and waveform were successfully obtained using the transduced inner lumen. No patient harm was reported.